Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, that the patient underwent a procedure. To receive an upgrade to a cardiac resynchronization therapy pacemaker (crtp) on (B)(6) 2024. On (B)(6) 2024, the patient went into ventricular (vf) and passed away. It was reported, the patient was at home, during the death and high ventricular rate episodes were seen on electrocardiogram (egm) as the device was appropriately sensing vf. There was no complaint of malfunction by the physician. The system was removed following the death. And the patient's wife requested, the system be analyzed, as they believed the death was device related.